Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may have been delivering too much insulin due to low blood glucose levels. Blood glucose level at the time of the incident was 38 mg/dl, which was treated with food. The customer also reported that she received multiple no delivery alarms after taking the insulin pump through a body scanner. The customer stated that the high blood glucose levels made her light headed and sweaty. During low blood glucose level troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.